Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had faulty blood pressure wave form . There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse discovered that one of the pins on the blood pressure adaptor cable was lower compared to the rest of the pins. The fse checked the unit using a trainer. The fse installed a new adaptor cable supplied by the customer and was able to simulate blood pressure. The iabp was in working condition and was released for use.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).